Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Device evaluation: the unit was received at the international service center for evaluation. The service technician was unable to duplicate the reported problem. No abnormality inside the unit was found by visual inspection. However, review of the diagnostic event log confirmed the reported issue. Resolution and disposition: service technician determined that cpu pcba (central processing unit board) needs to be replaced. The replacement will be performed once customer approves repair estimate. (B)(4).

Event description:
The international customer reported "cpu pcba (central processing unit board) adc(analog to digital converters) failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The unit was replaced with second v60.

Manufacturer narrative:
Resolution and disposition: to prevent recurrence, cpu pcba was replaced.

Manufacturer narrative:
Cpu board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of cpu board revealed no signs of damage or contamination. The cpu board was installed in a test ventilator. In diagnostic mode the dac to adc wrap showed only a small difference (maximum 5 counts). The ventilator was run for 2 hours. No errors occurred during the tests. No failure was found. The root cause for the customer's report of cpu pcba adc failed could not be determined.